Manufacturer narrative:
The user was guided on troubleshooting the recurring gas gain and gas loss alarms. It was confirmed that there was no blood in the helium tubing and all connections were secure. Suggestions were provided to attempt switching pumps, log-rolling the patient, and/or reducing the augmentation control by 1to 2 bars to reduce alarm frequency. The user was informed that the catheter was likely kinked. The team was also performing a chest x-ray to confirm iab placement and considering options to reduce the patient¿s heart rate or replace the arrow iab catheter. The user successfully resumed pumping each time using the current pump.

Event description:
The user contacted the emergency support program line to report recurring gas gain and gas loss alarms on the pump. The alarms occurred multiple times since the start of his shift. An arrow iab catheter was in use. The user was able to resume pumping each time; however, the alarms recurred every 30 to 40 minutes. No patient harm was reported.